Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found.the voltage test failed.share log review: show no transmitter error found in the log within the investigation window.the customer complaint was not confirmed because there was no indication of a transmitter failed error..the reported event of a failed transmitter error was not confirmed. The root cause cannot be determine.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.